Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time.

Event description:
It was reported that the pump module was programmed with heparin using interoperability. The volume to be infused of 250ml at the rate of 8.2ml/hr on (B)(6) 2022 at 19 41. After an hour, it was noticed that the patient received whole volume of 250ml, however the infusion report data shows that only 8.13ml of medication was infused to the patient. The patient was transferred to a high level of care, received blood transfusion, had a protamine reversal and experienced hypotension.

Event description:
It was reported that the pump module was programmed with heparin using interoperability. The volume to be infused of 250ml at the rate of 8.2ml/hr on (B)(6) 2022 at 19 41. After an hour, it was noticed that the patient received whole volume of 250ml, however the infusion report data shows that only 8.13ml of medication was infused to the patient. The patient was transferred to a high level of care, received blood transfusion, had a protamine reversal and experienced hypotension.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd